Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the screen was scratched. The investigation found that the moment the device was powered on the device started double beeping. The investigation determined that an issue with the downstream sensor was the cause of the reported issue. The downstream sensor was replaced.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette alarm. No patient involvement reported.